Event description:
Information received does not address the patient's clinical status but notes inconsistent lead impedances. On october 9th, 2003, initial interrogation gave an atrial impedance of 261 ohms and a ventricular impedance of <200 ohms. When the generator was disconnected from the leads, the atrial impedance was 627 ohms. The ventricular impedance did not change. Interrogation on october 29th, 2003, showed that both atrial and ventricular impedances were >2500 ohms.